Event description:
While the unit was in use on a pt, the unit generated a gas loss alarm and subsequently failed the differential pressure leak test. The pt was switched to another unit and therapy was switched to another unit and therapy was continued. No pt injury was reported.